Event description:
It was reported that during a pci procedure the quantum maverick monorail balloon ruptured. The lesion being treated was located in the calcified, 90% stenosed mid left anterior descending (lad) artery. The quantum maverick monorail balloon was initially inflated to 12 atms. On the second inflation the balloon ruptured at 12 atms. The procedure was completed with another quantum maverick monorail balloon. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The cause of the difficulties stated in the complaint could not be determined. The manufacturing records for top assembly batch 9102574 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, assembly, and performance specifications. The root cause of the event is unknown.